Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode. Cutting function could not be tested due to the snake wrist being dislodged. An additional observation not reported by site was that the instrument's snake wrist was dislodged at the distal end of the snake wrist. Failure analysis concluded that damage was likely due to mishandling. An additional observation not reported by site was that the instrument's snake wrist cable was broken at the distal end of the snake wrist. The vessel sealer instrument was unable to be tested for cutting, sealing, recognition, or engagement due to the dislodged snake wrist. Vessel sealer can not be inserted into cannula. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's snake wrist found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci sigmoid colectomy procedure, the customer noted that the endowrist one vessel sealer instrument would not cut. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.